Manufacturer narrative:
Follow-up information indicates that the incorrect femoral was chipped out and replaced with the correct implant. No product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
During surgery, a right femoral component was implanted into the left knee, surgery extended 20 minutes.